Event description:
Additional information received reported the patient hadn't done anything to resolve their bladder spasms and were currently experiencing them on a daily basis.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported having bladder spasms. She noted that she works on an assembly line in a factory along a conveyor belt, which could be a possible source of emi. The patient was advised to contact her physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.